Event description:
A customer reported a cracked and shattered touchscreen on their pump, which rendered the touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump since it was under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Additionally, the customer was instructed on how to put the pump into storage mode before returning it, and they agreed to send the damaged pump back using a pre-paid label within 10 days.